Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a burnt smell when cycling the power to the alinity I processing module. The customer reported the alinity I was unable to go into the running status and received an error message (3320 vacuum fail) upon initializing. The vacuum pump was reported to be ok; however, it was noted the driver board for the vacuum pump was burnt. The driver board was replaced, the unit calibrated, and qc performed. It was reported the alinity I is now running samples smoothly. No report of a user safety issue and no impact to patient management was reported.

Manufacturer narrative:
The field service representative was dispatched and found that the cause of the burning odor was due to the pump 0 of the driver board, vacuum pump motor. Service replaced the driver board which was burned/charred. No smoke or evidence of fire was observed. No impact to patient management or user safety was reported. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate information regarding the troubleshooting of the observed issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data found no non-conformances related to the current complaint. A review of tracking and trending for the driver board, vacuum pump motor did not identify any trends. A review of tracking and trending data in the alinity product monitoring review found no systemic issues or trends related to the issue described in the complaint. Based the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the driver board, vacuum pump motor was identified.

Event description:
The customer reported a burnt smell when cycling the power to the alinity I processing module. The customer reported the alinity I was unable to go into the running status and received an error message (3320 vacuum fail) upon initializing. The vacuum pump was reported to be ok; however, it was noted the driver board for the vacuum pump was burnt. The driver board was replaced, the unit calibrated, and qc performed. It was reported the alinity I is now running samples smoothly. No report of a user safety issue and no impact to patient management was reported.